Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a chemolock port where it was reported that the clave port does not close which cause chemo leaking. There was no reported patient involvement and harm.